Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician had difficulties deflecting the catheter, ultimately resulting in the leadless pacemaker and catheter prematurely separating from each other. Shortly after a bulge was noted on the protective sleeve of the catheter. Once retrieved, the catheter's tethers were noted to be misaligned. The leadless pacemaker was then attempted to be retrieved with another retrievable catheter. During retrieval, the patient's valve regurgitation was exacerbated and as a result the device dislodged from the catheter. The device was ultimately retrieved using the catheter's snare. Once retrieved, it was noted that the device's helix had sprung. The device was replaced, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Reported event of premature separation and device dislodged was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.